Manufacturer narrative:
Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) ordered and sent a bottle of triflow lubricant and walked the customer over-the-phone on cleaning the sampling needle drive and guide shaft. The customer reported that no further issues were being experienced with the g8 instrument. No further action was required by the fse. The g8, serial (B)(4), was installed at the account on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from (B)(6) 2018 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. A review of the device history record (DHR) was conducted for serial (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to the sampling needle drive and guide shaft needing lubrication.

Event description:
On (B)(6) 2018, a customer reported getting 710 z-axis error messages on the g8 instrument. The customer reported that the sampling needle assembly was hitting in the middle of the sample tube and picking it up. The technical support specialist instructed the customer to clean the guide rods, but the customer was not able to do so. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.